Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaw would not work. The procedure was completed with no reports of patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument jaw failed to close. Another instrument was used, and the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a completely broken grip tip. A piece approximately 0.5955" x 0.2070" was found to be broken off. The broken piece was not returned.